Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, there were no reports of any malfunction of the endoscope. Furthermore, it is clearly stated as a caution note in the instructions for use that the connectors of the endoscopic equipment and the distal end of the endoscope become hot and that there is a risk of burns if the equipment is placed on the patient¿s skin. Therefore, the incident can most likely be attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that after a therapeutic laparoscopic gynecological procedure, it was found that the patient had sustained burns in the area that was covered with a cloth. No further information was provided.